Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The physician pulled the impella back to 3.6 centimeters in the intensive care unit due to one event of ventricle tachycardia. The pump remained on support till planned removal in the operating room during the ventricular septal defect surgery. The patient is stable post issue.